Event description:
The description of the following event originated from a foreign dist in (B)(6). The dist reported a touchscreen that is "not working", and has a liquid patch on the right bottom corner. The dist claims that they took several steps to try to resolve the issue: they calibrated the screen; they removed all the connectors and connected them again, then cleaned the screen externally; they charged the ventilator for more than 2 hours, then switched it back on. None of the actions taken resolved the problem. The ventilator remained unresponsive. They eventually changed out the front panel assembly, and that resolved the issue. No pt involvement.

Manufacturer narrative:
(B)(4). Per the info provided by the foreign dist, carefusion technical support shipped out a replacement front panel assembly. A return goods authorization (rga) number was also issued for the return of the alleged faulty front panel assembly for eval. As of 04/10/2015, carefusion has not received the alleged faulty front panel assembly. Once received and evaluated, a follow-up medwatch report will be submitted.